Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to flattened dome switches, minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported by the customer's insulin pump has a cracked display. The bolus button is also unresponsive. Troubleshooting occured. Advised insulin pump would be replaced. No additional info was provided.